Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, tilt, fracture, caval thrombosis, subsequent deep vein thrombosis (dvt), and post-thrombotic syndrome requiring lifetime anticoagulation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Dvt, blood clots and thrombosis within the ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The brief also reported filter tilt. Without procedural films for review, the reported filter tilt and fractures could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.   Please note that this is the initial/final letter for this product file.

Event description:
As reported through the legal department via legal brief, the plaintiff underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, tilt, fracture, caval thrombosis, subsequent deep vein thrombosis (dvt), and post-thrombotic syndrome requiring lifetime anticoagulation. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease inferior vena cava (ivc) filter. According to the medical records, the patient was admitted with shortness of breath, chest pain and was found to have a pulmonary embolism (pe) prior to the filter implantation, while on therapeutic anti-coagulation therapy. The filter was successfully deployed during the index procedure at the l3 vertebral level, via the right common femoral vein. The patient tolerated the index procedure well. According to the information provided, the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to tilt, fracture, caval thrombosis, subsequent deep vein thrombosis (dvt), and post-thrombotic syndrome requiring lifetime anticoagulation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile from (ppf) indicates that the patient had blood clots, clotting and occlusion of the ivc. There have been no recorded attempts to remove the fractured struts from the patient¿s body. The patient also reports to be suffering from phlegmasia, pain, emotional distress, mental anguish, anxiety and stress. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Phlegmasia and decreased blood flow to a lower extremity does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided and no post implant imaging available for review it is not possible to establish a relationship between the reported events and the device. Pain and anxiety do not represent a device malfunction, rather may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
The following additional information received per the patient profile from (ppf) indicates that the patient had blood clots, clotting and occlusion of the ivc. There have been no recorded attempts to remove the fractured struts from the patient¿s body. The patient also reports to be suffering from phlegmasia, pain, emotional distress, mental anguish, anxiety and stress. According to the medical records, the patient was admitted with shortness of breath, chest pain and was found to have a pulmonary embolism (pe) prior to the filter implantation. The filter was successfully deployed during the index procedure at the l3vertebral level. The patient tolerated the index procedure well. Additional information is pending and will be submitted within 30 days upon receipt.